Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging she was unable to check her blood glucose due to her onetouch ultralink meter not powering on. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2011 and obtained the following information. The patient stated the alleged issue began on (B)(6) 2011 at approximately 8am in the morning. The patient stated the subject meter was being used for the first time. It was kept in it's original box but was not her primary meter. The patient stated her primary meter (unknown type) was not working at the time, therefore she attempted to use the subject meter for the first time when it would not power on. The patient declined to answer questions regarding the issue with her primary meter and stated it works now. The patient manages her diabetes with insulin based on a sliding scale (unknown type and dose). The patient denied taking any action in regards to her normal diabetes management routine when she was unable to check her blood glucose. The patient claimed that approximately three hours later, she developed symptoms of "thirst" and self- treated with an unknown amount of insulin at an unknown time on that same day. The patient informed the mss that a "few hours" later in the day she was able to check her blood glucose with her primary meter and claimed that the reading was high but could not recall the exact result. At the time of troubleshooting, the cca noted that the patient had replaced the batteries in the subject meter prior to contacting lfs but the subject meter did not power on. The issue remained unresolved after troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
The meter involved with this complaint has/have been returned and evaluated by lifescan product analysis on august 29, 2011 with the following findings: the meter has passed testing with no faults found. The test strips were also returned but were expired at the time of the complaint. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510(k) # is k07323.